Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that the cause of the <(><<)>50 ohms impedance was that the technical support representative determined it was a ¿case false reading.¿ the rep reported the actions taken to resolve the <(><<)>50 ohms impedance were that during surgery they tried increasing pulse width, increasing amplitude, removing the lead from the battery, cleaning it, and reinserting it, testing the impedance of the battery outside the body, and shining the surgical lights away from the battery. The rep did not provide a cause of the 4000 ohms impedance or any actions taken to resolve it, but all information was confirmed with the healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the impedances were off, the rep was giving all sorts of numbers, initially with case at 50 ohms, 0 at 4000 ohms. The rep ran stimulation at 2v and 360 pw and the rep was giving impedance numbers and stated every electrode combination was good except case is 50 ohms. The rep took the implant out of the body and tested impedance and it showed the case was >4000 ohms, but all bipoles were in good range. The caller was advised to consider closing. No patient symptoms were reported. No further complications were reported.